Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the device was interrogated and revealed low r-wave sensing values that resulted in an episode of undersensing on the right ventricular (rv) lead. All other electrical values were stable and in range. The rv lead was capped and replaced and the patient was stable.